Event description:
It was reported that following implant of an advance xp sling, the patient went swimming, resulting in an increase in recurring incontinence reportedly due to post-implant impact of physical activity. The patient used 3-4 pads per day prior to the sling implant and was using 4-6 pads per day following implant. An artificial urinary sphincter was implanted. No further patient complications were reported.